Event description:
During an atrial fibrillation procedure, there was a pressure error that would not resolve resulting in cancellation of the procedure. The pressure error would intermittently resolve itself by manipulating the pressure adapter cable. There were no adverse patient consequences. The cable was replaced to resolve the issue.

Manufacturer narrative:
Additional information: d9, g2, h2, h3 one cool point pressure adapter cable was received for evaluation. The reported pres error was confirmed. Further investigation concluded that the red conductor wire was fractured in the connector plug, consistent with the reported pressure error. The cause of the fractured conductor wire remains unknown.

Manufacturer narrative:
Corrected information: b5, d4, g1, g3, h2, h11. The model number was updated to h701666. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, there was a pressure error that would not resolve resulting in cancellation of the procedure. The pressure error would intermittently resolve itself by manipulating the pressure adapter cable. There were no adverse patient consequences. The cable was replaced to resolve the issue. The model number was updated to h701666.